Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent sterilization. After the implant procedure, plaintiff began to experience severe pelvic and abdominal pains, as well as, gradually more painful periods and heavier than natural bleeding. During this period, she was not able to definitively ascertain the origins of these pains and bleeding. On or about (B)(6) 2011, plaintiff decided to seek a definitive solution to the bleeding and pelvic pains underwent total hysterectomy and bilateral salpingectomy. Prior to this, she was unable to ascertain the origins of her symptoms. The physical and mental anguish that she suffered during this period, as well as the necessity of undergoing such a drastic surgery to remove the coils, is a direct and proximate result, of the failure to properly disseminate accurate information regarding the product. A quality-safety evaluation was received on 11-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pains and heavier than natural bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure, plaintiff began to experience severe pelvic pain gradually more painful periods and heavier than natural bleeding. She underwent a total hysterectomy and bilateral salpingectomy due to bleeding and pelvic pains around 4 months after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("heavier than natural bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy with bilateral salingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia and abdominal pain outcome was unknown and the dysmenorrhoea, alopecia, hormone level abnormal, vaginal haemorrhage and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: essure placement with hysteroscopic guidance. The patient tolerated the procedure well. Yes, I feel way better and everything did go away. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-nov-2018:plaintiff fact sheet received: events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("heavier than natural bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems"). The patient was treated with surgery (total hysterectomy with bilateral salingo-oophorectomy) . Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, alopecia, hormone level abnormal, vaginal haemorrhage and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: essure placement with hysteroscopic guidance. The patient tolerated the procedure well. Yes, I feel way better and everything did go away. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: hormone level abnormal, vaginal haemorrhage, tooth disorder, alopecia, device monitoring procedure not performed were added. Reporter, patient demographic information, product start date, stop date updated. Essure legal manufacture has changed from bayer healthcare, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains/ left side"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("heavier than natural bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho tri-cyclen and depoprovera. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included ethinylestradiol; levonorgestrel (seasonale), isotretinoin (accutane), spironolactone and zinc. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced irritability ("hormonal changes describe: irritable") and mood altered ("hormonal changes describe: moody"). In (B)(6) 2011, the patient experienced tooth fracture ("dental problems-teeth were breaking") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pains") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with codeine phosphate; paracetamol (tylenol with codeine no.3), hydrocodone bitartrate; paracetamol (vicodin), surgery (total hysterectomy with bilateral salingo-oophorectomy) and root canal. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, tooth fracture, irritability and mood altered outcome was unknown and the dysmenorrhoea, alopecia, hormone level abnormal, vaginal haemorrhage and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, hormone level abnormal, irritability, menorrhagia, mood altered, pelvic pain, tooth disorder, tooth fracture, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: essure placement with hysteroscopic guidance. The patient tolerated the procedure well. Yes, I feel way better and everything did go away. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received- new events teeth were breaking, hormonal changes describe: moody, irritable were added. Treatment, historical and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
(B)(4).